Event description:
Tampon not whole, did not have a normal shape [device physical property issue] case narrative: consumer reported via e-mail that she removed her tampon and it was not whole, it did not have a normal shape. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon not whole, did not have a normal shape [device physical property issue] case narrative: consumer reported via e-mail that she removed her tampon and it was not whole, it did not have a normal shape. No injury reported. Correction: lot code updated to reflect consumer photo.

Event description:
Tampon not whole, did not have a normal shape [device physical property issue]. Case narrative: consumer reported via e-mail that she removed her tampon and it was not whole, it did not have a normal shape. No injury reported.

Manufacturer narrative:
Product investigation is in progress.